Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an issue was observed internally at medtronic neurovascular (irvine). Phenom 27 catheters (fg15150-0630-1s) from lot #228546803 were pulled from dc and used for real time aging testing of pipeline vantage. Two of the phenom 27 microcatheters appeared to have obvious delamination after pipeline vantage simulated use testing during pipeline vantage real time aging testing. The extent of delamination for one of the phenom 27 microcatheters (unit #26) prevented the pipeline vantage unit to be loaded into the microcatheter lumen. For unit 26, the pipeline vantage device was within the phenom 27 microcatheter, post-dissection. The material wrapped around the end of the braid was identified as phenom 27 liner. This unit became stuck within the hub of the phenom 27 microcatheter prior to fully loading the entire device into the lumen of the compatible microcatheter. For unit 27, a delivery system of a different tested pipeline vantage unit was used. The delivery system was inspected and material characterization u sing raman confirmed the stringy material found on the delivery system was phenom 27 liner. R&d observed the nonconformance immediately after pipeline vantage simulated use testing with the affected unit #26. The nonconformance for unit #27 was identified after further investigating the unit #26 failure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.